Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel which was oversensed and resulted in two to three seconds of pacing inhibition. All lead diagnostics were acceptable. It was reported the patient was symptomatic when pacing was inhibited. An invasive procedure was performed and this lead was capped and surgically abandoned. The patient's device was electively explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.